Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It has been reported that one bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube has been found experiencing label lift off before use. The following has been provided by the initial reporter: received an email from the customer with photos of the sticky labels. It was reported that the labels are not staying on the tubes. 367962 labels aren¿t staying on tubes. Spoke with the customer. She explained that for both tubes, the pst and sst tubes, the glue on the labels is only in the middle of the tube, and the sides of the tubes do not seem to have any glue. This has occurred with approximately 20 tubes. When the phlebotomist, inserts the tube into the holder, the label sometimes gets stuck on the sides of the holder and causes the needle to move in the patient's arm. Customer stating this is not a lot specific issue, multiple lots. Occurrence date a couple weeks ago.